Manufacturer narrative:
Date of event: event date not reported and estimated to (B)(6) 2021.

Event description:
It was reported there was insufficient ice. A cryoablation system was selected for use. From the start, the needle temperature from the channels only displayed '105' instead of the usual '120'. Various channels were tried, but the display remained at '105'. The iceball at eight minutes was 26-30mm in length wide and 20mm wide. It did not reach the end of the solid black mark on the needle.

Event description:
It was reported there was insufficient ice. A cryoablation system was selected for use. From the start, the needle temperature from the channels only displayed '105' instead of the usual '120'. Various channels were tried, but the display remained at '105'. The iceball at eight minutes was 26-30mm in length wide and 20mm wide. It did not reach the end of the solid black mark on the needle. It was further reported that multiple channels were used. There was no gas leak noted from the console. Freeze time was extended, and the third freeze was able to achieve the desired ice ball size. The procedure was successfully completed. There were no patient complications.